Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 256 mg/dl. Customer¿s current blood glucose is 185 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that red light is flashing nothing on the screen. Customer reported that numbers are not ramping on their own. Customer stated that the scroll bar is not moving with no input. Customer stated that back arrow button is a unresponsive. Customer stated that pressing menu button takes them to the menu screen. Customer stated that using the up arrow allows them to navigate screens. The insulin pump will not be returned for analysis